Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Olympus local service engineer report that the circuit board of the device was broken. Omsc surmised that the reported phenomenon was occurred due to the circuit board of the device was broken by some cause. The instruction manual of the device states the corresponding method in case of an abnormality.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the device could not be turned the power on. Other detailed information was not provided. There was no report of patient injury associated with the event.